Event description:
A family member reported that the patient experienced a blood glucose (bg) of 295 mg/dl with ketones, tiredness, and shakiness. The family member stated that they were in contact with their health care provider for a correction plan. The patient is reportedly new to the pump. The family member reported that the patient's bg was 80-90 mg/dl after a site change but after lunch the patient's bg elevated. Customer support reviewed the bolus history with the family member and found that the bolus at lunch had delivered zero units of zero units. The family member confirmed that all settings were correct and total daily dose matched the bolus history. Customer support concluded that there was no indication of a mechanical issue with the pump. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: no defect was found. The black box contains dates from (B)(4) 2013. The pump was used after the original complaint date (B)(4) 2011 and all histories and black box data for event has been overwritten. No alarms outside the range of normal patient use observed in the current pump history; no activity related to the complaint was recorded. The boluses and basal add up appropriately to total the tdd. Pump successfully passed a 29hr flow accuracy test. No alarms occurred during testing. Pump found to be operating within required specifications and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.